Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Transmitter was the initial suspected device. However, it was not requested to be returned for evaluation as it was still being used by the user. Based on the investigation analysis on the user's data in data management system (dms), some mismatch between blood glucose (bg) and sensor glucose (sg) readings were found. Due to customer experience, a return material authorization (RMA) was issued for sensor to investigate the issue further. The sensor was tested in-house, and the review of qc revealed a loss of the chemical modulation performance of the sensor which affected the accuracy of the sensor as reported by the customer. The root cause of such an issue is potentially the sensor's hydrogel oxidation in the body.

Event description:
On (B)(6) 2021, senseonics was made aware of a hyperglycemia event due to sensor inaccuracy. The user reported that the incident happened on (B)(6) 2021 at around 8:50 pm. The sensor glucose (sg) was 103 mg/dl whereas blood glucose (bg) was 164 mg/dl. The user did not receive high glucose alerts because the high threshold was set at 160 mg/dl and the sg value never crossed the set threshold. The user did not have any symptoms and did not require any medical attention.